Event description:
Customer reported issue with touchscreen responsiveness and indicated that the pump screen was frozen, preventing interaction with the device. Blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Customer received complete pump reset information from technical support and expressed readiness to reset pump without needing further follow-up assistance.